Event description:
It was reported that the right ventricular (rv) lead was attempted implant as outflow tract was perforated by rv lead. Due to rv lead perforation, the entire device system was explanted. The patient was bleeding but it stopped when the patient was taken to the operating room and there couldn't find anything else. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact. The setscrew marks were in correct location on the terminal pin. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains a correction to h6 impact codes to correctly code for the allegations that were included in field b5.

Event description:
It was reported that the right ventricular (rv) lead was attempted implant as outflow tract was perforated by rv lead. Due to rv lead perforation, the entire device system was explanted. The patient was bleeding but it stopped when the patient was taken to the operating room and there couldn't find anything else. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains a correction to h6 impact codes to correctly code for the allegations that were included.

Event description:
It was reported that the right ventricular (rv) lead was attempted implant as outflow tract was perforated by rv lead. Due to rv lead perforation, the entire device system was explanted. The patient was bleeding but it stopped when the patient was taken to the operating room and there couldn't find anything else. No additional patient adverse effects were reported.